Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that then the patient¿s healthcare professional (hcp) interrogated the right implantable neurostimulator (ins) a power on reset (por) was displayed and the ¿impulses¿ were disabled. An elective replacement indicator (eri) message was also displayed. The patient was having parkinson¿s symptoms. Two days later, the hcp reported the por was ¿activated frequently, event after restarting impulses, they turn off after exiting from the system.¿ stimulation was automatically turned off after the hcp exited telemetry even though stimulation had been turned off and back on before that. When the hcp later interrogated the ins, the remaining battery level increased and decreased drastically when telemetry was performed. The battery level changed from 2.38v to 2.13v and then to 2.45v in a short time. Impedances were measured to be normal and the cause of the issue was not determined. The patient was hospitalized at the time of this report. The ins was programmed to 0+, 1+, 2-, 3- at 2.8v, a pulse width of 210, and a rate of 200 hz. The ins was used two hours a day. The manufacturing representative felt it was unlikely the por was triggered by electromagnetic interference. The patient met with the hcp on (B)(6) 2015 and the ins was interrogated several times. Eri was displayed again, but a por was not displayed. The ins battery was measured to be at 2.50v during every interrogation, except once when the ins was measured to be 2.58v. The patient was instructed to turn the ins on if the device displayed a por or the ins turned off. On the night of (B)(6) 2015, a por message was displayed on the patient programmer and the patient turned the ins on. The patient stated the por had not occurred prior to their hospitalization and the por started appearing around the time of the first ins replacements. Both of the patient¿s ins were explanted on (B)(6) 2015. Refer to manufacturer report #3004209178-2015-02907

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014, no power on reset (por) was read on the left implantable neurostimulator (ins) and the battery voltage was 2.790v. No por was reported on the right ins, the battery voltage was 2.615v, and the date/time stamp was set to (B)(6) 2000.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.